Manufacturer narrative:
January 05, 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Method - device history records revealed that no abnormalities were identified during final acceptance testing. Results - as declared by the physician in this case, the absence of stimulation was associated to a faulty threshold analyzer, and the lead had no problem.

Event description:
During an implant attempt of the subject lead, no stimulation was reported after several positons were tried in the ventricle. The physician later identified that the issue was attributable to an intermittently faulty threshold analyzer. The lead was lost and not returned for analysis.